Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder, pump, and tubing replaced due to a crack in the pump connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. No leaks were found. The pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported event.the ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, and examined using a microscope. Both cylinders had wear at folds in the middle and in the proximal end of the cylinders. Cylinder 1 had holes from avulsion in the proximal cylinder; a small leak was present. Cylinder 2 had a small leak in the proximal cylinder that was the result of sharp instrument damage which probably occurred during the explant surgery. Product analysis identified a malfunction with cylinder 1.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder, pump, and tubing replaced due to a crack in the pump connecting tube. No patient complications were reported.